Event description:
A complaint was received that the patient was hospitalized with reported symptoms of fever and chills. The patient's cultures came back positive for infection and surgeon decided to explant the precision system.

Manufacturer narrative:
The explanted device were discarded by the medical facility, and will not be returned for evaluation.